Event description:
Physio-control was performing preventative maintenance on a customer's device and observed that the dome switch in the on/off button was not working. As a result, the device may not be able to power on to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.